Event description:
The customer reported to olympus, the colonovideoscope had a blurred image, and was not insufflating. The device was returned for evaluation. During the device evaluation, it was found that the air/water nozzle had black rubberized foreign material remains. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation also found that the grip had a scratch, switch box had a scratch, forceps channel port had a scratch, suction connector had a scratch, scope connector cover unit had a scratch, endoscope connector was warm due to shortcut of charged coupled device cable, the image had a partially dark area due to a chip on objective lens, a foggy image occurred due to damage on objective lens, water supply volume did not meet the standard value due to clogging of nozzle, bending tube was deformed, connecting tube had a buckling, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Three attempts were performed to obtain additional information regarding the customer's cleaning, disinfection, and sterilization processes, but no response was received from the customer. Olympus will continue to monitor field performance for this device.